Event description:
A review was conducted of an article that aimed to expand the understanding of anesthetic management of robotic-assisted thoracic surgery (rats) and to analyze the post-operative patient outcomes. The article noted that post-operative respiratory complications occurred in 16% of patients: 8% had a prolonged air leak (>6 days), 4% experienced hypoxemia, 2% had a persistent air chamber, and 2% sustained a pneumothorax. Furthermore, the article stated: "hemodynamic complications were observed in only 2% and were a decompensation of a known congestive heart failure (chf)" and other unspecified complications occurred in 22% of patients. The following information is unknown: the causes of the complications and what medical interventions were rendered due to the complications.

Manufacturer narrative:
A system log review cannot be performed at this time due to insufficient information provided. The procedure dates and specific da vinci system identifiers are unknown. Citation: analysis of first 50 robotic-assisted thoracic surgeries in a university teaching hospital: anesthetic considerations and postoperative outcomes 10.4103/aca.aca_174_24 granell-2025-analysis of first 50 robotic-assi.pdf. Https://doi.org/10.4103/aca.aca_174_24. Note: - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the patient demographics provided represent the demographics of the majority population described in the article.